Manufacturer narrative:
Implant date/explant date of catheter: product ID 8703w, serial# (B)(4), implanted: (B)(6) 1998, explanted: (B)(6) 1998, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8703w, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine (unknown), concentration and dose "about 20% less" that 25 mg/ml and 8.191 mg/day via intrathecal drug delivery pump for non-malignant pain and other non-malignant pain. It was reported that the pump failed, it became infected and they couldn't remove the catheter because it was going into the spine and because of scar tissue. Ever since then the patient had never gotten the same amount of pain relief because they had to go in a little higher. The infection was confirmed. The event occurred sometime between implant on (B)(6) 1998 and device replacement on (B)(6) 1998. The system was partially explanted. The event occurred "all in one day¿it was pretty bad." No further complications were reported/anticipated.